Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic hernia repair. According to the reporter: balloon on trocar did not inflate, seems to be a leak.